Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure no cross occurred. The target lesion was located in the highly calcified obtuse margin (om) artery. The physician advanced a 3.0 x 12mm ion stent delivery system (sds) to the lesion but did not cross. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, the returned product analysis revealed that there was stent and tip damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds). The balloon was tightly folded with the stent secured on the balloon. Magnified and tactile inspection of the device revealed that the tip was damaged. The first two rows of struts on the distal end of the stent were stretched with struts bent and flared. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).